Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device reached elective replacement indicator (eri) status. Boston scientific technical services (ts) explained that a ninety-day replacement interval is expected if no signs of early depletion. A request was made to have data from this device analyzed. Data analysis confirmed that the device was depleting normally. Additional information was received indicated that this device was surgically explanted due to premature battery depletion (pbd) and a new device was placed. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed. The returned implantable device was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, defibrillation, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device reached elective replacement indicator (eri) status. Boston scientific technical services (ts) explained that a ninety-day replacement interval is expected if no signs of early depletion. A request was made to have data from this device analyzed. Data analysis confirmed that the device was depleting normally. Additional information was received indicated that this device was surgically explanted due to premature battery depletion (pbd) and a new device was placed. No additional adverse patient effects were reported.